Manufacturer narrative:
This complaint was received via user report and has been reported to fimea.. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a fimea user report which reported the following information: customer reported that they were getting low glucose readings of the range 3.9 mmol/l to 10 mmol/l as a result the customer experienced fatigue, nausea and vomiting and ended up intensive care unit (ICU). Upon arrival the healthcare professional (hcp) obtained a glucose reading of 30.8mmol/l on the hcp meter and received unspecified treatment for the diagnosis of diabetic ketoacidosis (dka). Prior to the low glucose reading issue the customer had another sensor which was working fine without any issues however in the ICU the sensor was replaced and was found to be folded and flattened. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.